Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was examined and was found to be intact. The keypad buttons were tested and found that all of the keypad buttons were intermittently responding to button presses. The keypad was removed and contamination was observed under all of the keypad button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok button was under-responsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.